Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an initial evaluation confirmed the complaint. The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Visual inspection of the main circuit board revealed a super capacitor electrolyte leak. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to super capacitor leak on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.